Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4 lbs due to faulty force sensor resistor. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window, missing end cap sticker, cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 71 mg/dl at the time of incident. The customer stated that the insulin was squirting out. The insulin pump will be returned for analysis.